Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer replaced the diluent with lot 3510480, expiration date 12/15/2015, that the customer was using previously and the background passed. (B)(4).

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.